Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with implantation of a saline 350cc mentor smooth round moderate plus profile implant prosthesis. Post-operatively, the patient developed breast cancer in both breasts in which they had lumpectomy procedures and lymph node biopsies, coupled with radiotherapy. They then experienced a bilateral deflation event which was caused by a decrease in volume from radiation. Lastly, the patient developed bilateral capsular contracture of unknown baker grades. As a result, the patient underwent removal of the breast implants, without replacements on (B)(6) 2021. Refer to manufacturing report number 1645337-2022-00079 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture, cancer. Manufacturer¿s reference number: (B)(4).